Manufacturer narrative:
PHYSICAL INVESTIGATION OF PRODUCT IS NOT ANTICIPATED AS REPORTER INDICATED DEVICE WAS DISCARDED. INVESTIGATION WILL BE PERFORMED PER ADC'S ESTABLISHED PROCESSES AND PROCEDURES, AND A REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
A LOW READINGS ISSUE WAS REPORTED WITH THE ABBOTT DIABETES CARE (ADC) DEVICE. THE CUSTOMER RECEIVED A LOW READING OF 5 MMOL ON THE ADC DEVICE COMPARED TO A READING OF 27 MMOL OBTAINED ON A HEALTHCARE PROFESSIONAL (HCP) METER. THE CUSTOMER NOTED A DIAGONAL UPWARDS TREND ARROW WHICH INDICATES GLUCOSE IS RISING (BETWEEN 1 AND 2 MG/DL PER MINUTE). WHEN PLOTTED ON A PARKES ERROR GRID, FALL INTO THE C ZONE, SHOWING THE DIFFERENCE IN VALUES TO BE CLINICALLY SIGNIFICANT. THE LENGTH OF SENSOR WEAR WAS 4 DAYS. THE CUSTOMER EXPERIENCED AN INABILITY TO EAT OR DRINK, ALONG WITH POOR COORDINATION, HEADACHE, FATIGUE, AND RAPID BREATHING, BUT WAS UNABLE TO SELF-TREAT. THE CUSTOMER CONTACTED THE AMBULANCE; UPON ARRIVAL, THE PARAMEDICS MEASURED THE AFOREMENTIONED COMPARISON READINGS, REMOVED THE SENSOR, AND TRANSPORTED THE CUSTOMER TO THE EMERGENCY ROOM. WHILE AT THE EMERGENCY ROOM, THE HEALTHCARE PROFESSIONAL (HCP) OBTAINED A BLOOD GLUCOSE RESULT OF 26.3 MMOL AND ADMINISTERED AN UNSPECIFIED INTRAVENOUS DRIP FOR THE DIAGNOSIS OF DIABETIC KETOACIDOSIS (DKA). THE CUSTOMER WAS THEN MOVED TO THE INTENSIVE CARE UNIT (ICU) FOR OBSERVATION, RECEIVED ANOTHER ADMINISTRATION OF AN UNSPECIFIED INTRAVENOUS DRIP, AND WAS HOSPITALIZED. THERE WAS NO REPORT OF DEATH OR PERMANENT IMPAIRMENT ASSOCIATED WITH THIS EVENT.

Event description:
A low readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received a low reading of 5 mmol on the ADC device compared to a reading of 27 mmol obtained on a healthcare professional (HCP) meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dL per minute). When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. The customer experienced an inability to eat or drink, along with poor coordination, headache, fatigue, and rapid breathing, but was unable to self-treat. The customer contacted the ambulance; upon arrival, the paramedics measured the aforementioned comparison readings, removed the sensor, and transported the customer to the emergency room. While at the emergency room, the healthcare professional (HCP) obtained a blood glucose result of 26.3 mmol and administered an unspecified intravenous drip for the diagnosis of diabetic ketoacidosis (DKA). The customer was then moved to the Intensive Care Unit (ICU) for observation, received another administration of an unspecified intravenous drip, and was hospitalized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability Data for Libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and Trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. In the event that product is received, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to Abbott Diabetes Care has been submitted.